Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that multiple knives were not sharp. Alternate knives are taken to perform the surgeries. Procedure details, patient involvement or patient impact information is unknown. Additional information has been requested.